Manufacturer narrative:
The patient age provided is the age of the patient at the time the device was implanted. Although the exact implant date is unknown, it was reported to be in 2008.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient in 2008 after childbirth. According to the complainant, the patient experienced physical pain and suffering and claims that she may not be able to have a second child, and that she has intimacy issues and constant pain. The device had to be removed in 2010. All other information is unknown and unavailable.